Manufacturer narrative:
One catheter was returned for review. Visual inspection of the catheter found that the PICC line was broken from the securement disc and the issue was confirmed. The exact root cause is unable to be determined; however, a probable cause of the catheter breakage is related to patient activity / movement or to excessive tensile / pulling force during use.

Event description:
The PICC line broke at the end of the large portion below the argon name. No patient harm noted. PICC discontinued. A new PICC or piv was placed for patient to finish prescribed therapy.